Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the xenon light source exhibited a broken output connector. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the spare light guide adapter could not be inserted because the light guide adapter was kept being inserted to the light guide. Due to the user¿s light guide-adapter left inside the light source, it is suspected that the brightness has decreased due to the adapter and light guide-socket becoming loose during use. The brightness of the light source itself meets the standard and is judged to be a non-quality issue. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.